Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an embolization procedure targeting a soft tissue lesion in the mid right hemorrhoidal artery, a micro vascular plug 5q was used and the device caught on the end of the catheter and would not fully deploy. Minimal tortuosity, minimal calcification, 0% stenosis, lesion length of 1 mm, and an artery diameter of 3 mm were reported. A 6fr non-medtronic (cook) sheath was used. The delivery catheter inner diameter was .038, with the plug soaked in heparinized saline and the catheter flushed prior to insertion. A continuous flush was not maintained because the physician did not want a continuous flush. The plug was re-sheathed once but not fully. An artery perforation and bleeding were reported potentially caused by the mvp. The procedure was completed by embolizing with a different device placed more proximally to stop the bleeding. No further patient injury reported.